Event description:
"The intubrite unit quickly lost focus with the many large surrounding focal points and bloody secretions of the airway and did not provide a view of the cords when retracted to a location which would have provided adequate room to pass the tube and the thickness of the device would not allow a deeper placement, so the attempt was aborted." (From crew report).